Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016 after passing out when getting on the walker. Customer was treated with insulin until taken to hospice. The cause of death was cancer. At the time of death, the customer's blood glucose was over 600 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected 03 days prior to death when taken to hospice. The customer was not using sensors. The caller stated that the customer also had stage 3 kidney failure. The caller declined returning the insulin pump.